Manufacturer narrative:
The returned portion of the lead was analyzed. Microscopic analysis indicates the damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage this was likely caused by lead-on-can interaction coupled with movement within the pocket area. Patient code 3191 captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned at a surgical intervention due to a suspected fracture. A portion of the lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned at a surgical intervention due to a fracture. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.